Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) with mild tortuosity and moderate calcification. A xience v 2.75 x 28 mm was advanced and implanted with a single inflation at 8 atmospheres for 25-30 seconds; however, a dissection was noted at the proximal edge of the scaffold. A xience pro 3.0 x 15 mm stent was deployed to treat the dissection and post-dilatation was performed with a 3.0 x 12 mm unspecified nc balloon. The procedure was done successfully with a good end result. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided.